Event description:
In 2004, the physician successfully implanted a gore bifurcated endoprosthesis for the treatment of an abdominal aortic aneurysm. This patient with alzheimer's disease returned for the one month follow-up visit and did not return for additioanl follow-up visits. The patient returned on 3/14/06 with complaints of abdominal pain x 3 hours. Imaging revealed a contained abdominal aneurysm. The original graft appeared to have migrated distally by 2cm. A 28mm aortic extender device was successfully deployed to successfully contain the aneurysm. There were no endoleak noted at the close of the procedure. Following the procedure, the patient's status was stable.